Manufacturer narrative:
(B)(4). The event occurred on an unknown date in (B)(6) 2013. (B)(6). Device manufacture dates for lot 13f081: june 25, 2013 ¿ june 26, 2013. The device was not returned; therefore, an evaluation could not be conducted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor did not flow. This occurred during a patient infusion of fluorouracil. There was no patient injury or medical intervention associated with this report. No additional information is available.